Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: account not sure how jaws of the device were opened so case could be finished with a second device with no patient consequence.

Event description:
It was reported that during an unknown procedure the doctor pushed the handle and heard a loud crunch. The jaws would not open. A second like device was used to complete the procedure. There were no patient consequences reported.